Manufacturer narrative:
(B)(4). A device history record review was performed on the kit and the ampules with no relevant findings. The customer reported a broken ampule in the kit. The customer returned one opened kit which contained a saline solution ampule broken into two pieces for investigation. The ampule was visually examined with and without magnification. Visual examination of the ampule revealed the ampule is broken at the score line. No pieces of the ampule appear to be missing. However, the body of the ampule is cracked and chipped. No other defects or anomalies were observed. Packaging engineering was consulted for this complaint issue. Per engineering, the probable cause of this issue is related to the tray design. An engineering change request (ecr), ecr-031422, has been initiated to update the current tray design for this kit. The reported complaint of a broken ampule was confirmed based upon the sample received. The saline ampule was found to have broken at the score line and the ampule body was cracked and chipped. A device history record review was performed on the other remarks: kit and the ampules with no evidence to suggest a manufacturing related cause. Based on the information provided, the potential root cause of this issue is design related. An ecr was initiated to update the current tray design.

Event description:
The kit had a broken lidocaine container inside the packaging which was found prior to use.

Manufacturer narrative:
(B)(4). The kit has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
The kit had a broken lidocaine container inside the packaging which was found prior to use.